Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2023, the patient had a new mobile phone and was unable to sign-in to the dexcom app. The display device was showing ¿transmitter not found.¿ during troubleshooting, dexcom¿s technical support attempted to assist the patient in pairing the transmitter to his new phone; however, the patient was unable to provide the 4 digit code from the sensor. The sensor session was on day 5. The patient declined to change to a new sensor. Although the patient reported to have had hyperglycemia during the call to dexcom¿s technical support, he did not provide any bg values. The patient stated they felt like they were about to pass out and that an ambulance was on the way before the call ended. Attempts to contact the patient for more information were not successful. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of an unspecified malfunction is reportable based on the finding of signal loss greater than an hour. No additional patient or event information is available.